Manufacturer narrative:
The patient was provided with a replacement device to resolve the issue. The patient's blood pressure monitor was requested to be returned for further investigation. Upon receipt of the device, an investigation will be conducted, and a supplemental report will be filed.

Event description:
The patient reported concerns regarding consistently elevated blood pressure readings when comparing measurements from their teladoc device to those obtained using a manual blood pressure cuff by a healthcare professional, as well as readings from another blood pressure device. The member stated that the teladoc device recorded a reading of 163/110 mmhg, while a simultaneous measurement taken with a manual cuff yielded a reading of 131/83 mmhg. The member confirmed that proper testing technique were followed and that the cuff size being used is appropriate.